Event description:
(B)(4). I am suffering of hair loss , migraine head aches and blood pressure that I have ended up in emergency room for ! I get constant migraines that I can't function what so ever . I went to emergency room w this and also couldn't move my left arm my blood pressure was super high .. I also have joint pain on legs.. I now suffer of anxiety attacks when not once had I had this I feel like I want to jump out of my skin.. My menstrual periods are so insane I now get them 2 times a month .. I already know when I'm about to start since I have severe cramps w no flow at all just clots clots clots no flow .. I'll start maybe 4 days later w flow and clots and w a lot of back pain n belly pain .. My hair is insane I can make a wig it just falls off insanely .. It's depressing to see this . I also have no energy to do anything not to play w my kids or even interact w the hubby... I had a MRI ultrasound done as well and shows my left side fallopian tube has a opening and shows severely inflamed !!! I also have a cyst .. W all this now I'm about to have a hysterectomy (B)(6)!